Manufacturer narrative:
The reported overheating of the device was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the e-box was damaged which can lead to the reported event.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with the same device. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with the same device. No delay, no medical intervention and no adverse consequences were reported with this event.